Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not yet returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that while the unit was running it started giving off a burning smell and the room became foggy. It displayed an error shortly after this occurred. This occurred during a demo. During the demo the device was on a metal surgical cart. No case or patient involvement. No one in the room was harmed in any way.